Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument leaked pneumoperitoneum. The hospital has reported no pt injury occurred.

Manufacturer narrative:
10/7/1997- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. Upon evaluation of the device, it was found that the trocar seal did not leak with an instrument inserted. However, further inspection found the inner seal was deformed due to the prolonged insertion of an instrument. As the device is not packaged in this fashion, we cannot reliably determine the exact fault. We cannot reliaby determine if the deformation of the inner seal was the cause of the difficulty experienced by the user.